Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on an unknown date. Access was obtained via a 5f sheath (unknown model). Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the sealant came out of the tissue tract when the device was being withdrawn from the patient. The patient was converted to approximately 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day of the procedure with no reported clinical sequela.